Event description:
A us distributor reported that a patient was experiencing adjust belt messages.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt was unable to complete incoming functional testing. The cause for failure was isolated to the wire in the ECG cable was broken near the connector. The root cause for the broken wire could not be positively identified. There was no adverse event that resulted from the damaged belt.